Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient complained that the his stimulation coverage from his implant was not the same as in the trial. The doctor requested an x-ray and confirmed the leads migrated. The rep met with the patient yesterday to reprogram to hopefully provide the same stimulation coverage as the trial. The rep will follow up with the patient next week. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the lead migration was undetermined. The patient denied any trauma after having their implant. The patient¿s doctor is aware of the lead migration, but has not told the rep as to why they thought the leads migrated. In regards to the patient¿s stimulation not being like their trial, the rep stated that they had spoke with the patient about this earlier this week. The patient reported that their stimulation was still not like the trial, but that their pain was doing better after the recent reprogramming. The rep stated that they would continue to follow-up with the patient on a frequent basis. The patient denied needing another reprogramming at this time. The patient¿s ins serial number and implant date were also reported. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.